Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, cardiac troponin I (ctni) and mass creatine kinase mb isoenzyme (mmb) results were obtained on one patient sample(s) on a dimension vista 1500 instrument. Siemens instructed the customer to perform monthly maintenance. The customer cleaned the probes. Siemens remotely assisted the customer in running performance checks on the aliquot probe, sample 1 probe, reagent 1 (r1) and 2 (r2) probes, which resulted acceptably. Siemens also aligned and primed the probes; performed naoh clean on r1 and r2. No instrument errors were noted in the error logs and quality controls (qcs) were run after maintenance, recovering acceptably. The cause of the discordant, mmb and ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, cardiac troponin I (ctni) and mass creatine kinase mb isoenzyme (mmb) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The patient sample(s) were repeated on the same instrument, resulting lower. The repeat ctni result was reported, as the correct result, to the physician(s). The correct and discordant mmb results are unknown. There are no reports of patient intervention or adverse health consequences due to the discordant, ctni and mmb results.

Manufacturer narrative:
Siemens filed the initial MDR was filed with the FDA on 01-november-2018. Additional information (01-nov-2018): the customer indicated that the repeat result for mass creatine kinase mb (mmb) was reported to the physician(s). Sections b5 and b6 were updated to reflect the additional information. No further evaluation of this device is required.

Event description:
The repeat mass creatine kinase mb isoenzyme (mmb) result was reported, to the physician(s). The customer did not consider the mmb results to be discordant.